Event description:
During use for a cardiopulmonary bypass procedure, the user reported the cardioplegia monitor display readings were inaccurate. The procedure concluded without incident. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.